Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient states for the last couple days it has been taking 2.5 hours to charge implanted neurostimulator. Patient states normally it takes 45 minutes to charge. Patient is using the legacy recharger and patient states their wireless recharging device is at their other residence.  Agent had patient use legacy and patient was able to get all 8 coupling boxes to fill in and the ins went to fully charged status. Patient mentioned they had been laying down when charging. Patient states liking the legacy recharger better, the wireless recharger is bigger and clumsy. Patient states not having a drape. An email was sent to the repair department to send patient a drape.